Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient's receiver would not stop alarming, which occurred on (B)(6) 2016. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Initially, data was received by the patient and a review of the data log did not find any errors related to the customer complaint. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and screen error alarms and firmware errors were observed. The customer complaint was confirmed during log review. A root cause could not be determined.